Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results when helping a patient test on her coaguchek xs meter serial number (B)(4). The date of event is an approximation. The reporter could not remember the specific date of event. The reporter helped the patient test on her meter with a result of 6.1 inr. After the initial point of contact, the patient provided a result from the meter memory of >8.0 inr on (B)(6) 2019 at 3:19 p.m. The result of 6.1 inr may have been obtained on the meter around the time of the result >8.0 inr, however, the time frame between the results could not be confirmed. The patient's therapeutic range is 2.0 - 3.0 inr.